Event description:
Consumer was in chair and was stopped and the chair just suddenly took off with her in it and trapped her arm in between the chair and the arm of the chair causing scrapping of the hand. Did not seek medical attention could not afford it.